Manufacturer narrative:
Per (B)(4) final report additional information including: post primary and pre revision x-rays, operative notes (primary and revision), patient age, activity level, patient medical history, did the patient follow the correct post-op protocl, did the patient experience any slips/ falls or other trauma post primary? An update on the patient post revision. Unfortunately, no additional information has been provided and corin has not received any response to the above requests. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to this event. Based on the available information, no further investigation can be conducted and the root cause has not been determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility revision of the ecima insert and biolox delta ceramic head after approximately 6 years and 3 months due to psoas impingement.

Manufacturer narrative:
Per (B)(4) initial report. Additional information including: post primary and pre revision x-rays, operative notes (primary and revision). Patient age, activity level, patient medical history. Did the patient follow the correct post-op protocol. Did the patient experience any slips/ falls or other trauma post primary? An update on the patient post revision. Has been requested in order to progress with the investigation of this event, and if received will be provided in an supplemental report upon completion of the investigation. The relevant device manufacturing records will be identified and reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity dual mobility revision of the ecima insert and biolox delta ceramic head after approximately 6 years and 3 months due to psoas impingement.